Event description:
Our hospital is seeing device issues when using either the bbraun infusomat space pump IV set (ref 490102) or the bbraun secondary IV set (ref v1921). We are seeing the medications either backflow into the primary line or rapidly infuse. We believe that a check valve is not performing as intended in certain lots of these sets. For this event: IV antibiotic started on patient in room, receiving cefepime 2g ivpb ns 100 ml. Primary line used with ns 0.9% 250 ml. In about 5 mins of infusion, the medication bag was emptied and filled the ns bag. All IV tubing was changed. Bbraun tubing ref 490102, lot 0061929620. Ref report: mw5156401.